Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead was checked before the patient left the procedure room and xray confirmed that the lead had not moved. Sometime after the xray, the lead had dislodged and fell into the right ventricle (rv). The lead was explanted and replaced the same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.